Manufacturer narrative:
UDI= (B)(4). Device evaluated by manufacturer: the device was returned for analysis. Unit returned with its original hoop. The guidewire was removed from the hoop for inspection. Several kinks were found along the body of the wire. Furthermore, the core wire is broken in the spring tip section. The spring tip is unraveled. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 05apr2016. It was reported that wire kink occurred. A 330cm rotawire was selected to be used. During unpacking, it was noted that the wire was kinked. The procedure was not completed. No patient complications were reported and patient's condition was good. However, device analysis revealed that the core wire was broken.